Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappears, which the caller understood and acknowledged.